Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.